Event description:
Catalog number 214.552 is a 4.5 mm cannulated screw not a 4.0 mm cannulated screw as reported. A medwatch report has not been filed on this incident. The threads of the screw were left in the pt and no add'l surgery was performed.

Event description:
During insertion of 4.0mm synthes cannulated screw the threads of the screw peeled back over the guidepin and wound itself in the cortex of the bone rather than moving through the bone across the fixation point.